Manufacturer narrative:
H3- device evaluation: lens was returned dry in a micro centrifuge vial with clear surgical residue on the lens. Visual inspection found no visible damage to the lens and foreign purple residue on the lens. Claim# (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -9.50/5.5/22 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019 and excessive vault was observed. Lens repositioning resolved the problem. On (B)(6) 2019 the lens was exchanged for a shorter length lens and the problem resolved. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.